Event description:
It has been reported that during a stent placement the initial stent chosen was the wrong size necessitating removal. Stent was deployed and removed. A second stent was deployed but this device migrated, necessitating removal. A third stent was successfully placed. Post procedure, the pt experienced difficulty breathing and expired two hours later. No product will be returned for evaluation.